Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in a upper arm fistula, an alleged pinhole rupture occurred on the pta balloon at 20atm after the second or third inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device was inflated and water was seen exiting a partial circumferential rupture on the balloon. No pinhole ruptures were noted during inflation. Therefore, the investigation is confirmed for a circumferential rupture and is inconclusive for the reported pinhole rupture. The definitive root cause for the identified circumferential rupture could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in a upper arm fistula, an alleged pinhole rupture occurred on the pta balloon at 20atm after the second or third inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.